Manufacturer narrative:
Complaint is not confirmed. Upon visual evaluation, it was noted that only the eyelet and blue fibertape loop without damaged were returned. The white suture was not returned for investigation. Also, the driver and screw were not returned. No photos were provided of the damaged part reported. Functional testing was not performed. No problem found.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On (B)(6) 2023, it was reported by an arthrex employee via email that an ar-2324bcct biocomposite swivelock suture anchor broke during insertion. This was discovered during a cuff rotator procedure. The case was completed by using another new anchor with the same lot, with no patient harm. Additional information received on 6/25/2023: all the broken fragments were retrieved from inside the patient.